Manufacturer narrative:
1. Review of production process: production records of this batch were inspected, and no abnormalities were found during the production process. There were no changes to the raw materials or production processes of the product. The product is assembled using an automatic assembly machine equipped with a blockage and leakage detection process, which inspects each individual product. Any defective products are automatically rejected. Inspectors verify the detection function before each shift commences; production only proceeds when the function is confirmed normal. 2. Batch sample testing: five retained samples of the hypodermic needle with batch no.: 20250601 and specification: 30g 1/2" were selected for testing: two samples were randomly selected for lumen patency testing in accordance with the requirements of iso 7864:2016, and the test results met the specifications.three samples were randomly selected for fluid aspiration and injection testing to simulate clinical use; all samples were unobstructed and free of blockage. 3. Root cause analysis: it may be that the hypodermic needle is directly used to puncture medication vials for drug preparation and aspiration in clinical practice, resulting in debris generated during needle tip puncture of the rubber sleeve, which blocked the needle lumen. It may be that the clinically used drugs are viscous solutions, leading to the reported "blockage" phenomenon. It may be caused by abnormalities in other clinically matched infusion devices, resulting in failure of fluid delivery through the needle.

Event description:
The customer advised that the needles were plugged and they could not use.